Manufacturer narrative:
(B)(4). Batch # v95t6f. A manufacturing record evaluation was performed for the finished device, er420 lot number: v95t6f, and no non-conformances were identified. The following additional information has been requested: was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after the first clip was placed, the device can not be opened. Impossible to place the remaining clips. Another device was used to complete the procedure. No patient consequences.